Manufacturer narrative:
Investigation of this event is currently in process. A follow-up MDR will be filed when additional information is obtained.

Event description:
The user facility reported that, during withdrawal of an advance capsule endoscope delivery device through the esophagus, the device became stuck in the area of the patient's larynx. The physician succeeded in removing the device and there was no report of patient or user harm.

Manufacturer narrative:
The procedure was completed successfully. However, it was reported that the event resulted in a procedure delay. The lot number of the subject device is unknown. The device subject of this event was returned to us endoscopy for evaluation without the capsule cup portion. Evaluation of the returned portion of the device indicated no damage or malfunction, however a complete investigation could not be performed without the entire device. The reported event is likely attributed to failure by the user to maintain tension on the catheter to keep the capsule cup seated against the endoscope's distal tip during withdrawal, as indicated in the instructions for use. The instructions for use include the following statements: "after capsule delivery, close the finger ring handle until the deployment cable is retracted into the catheter. Maintain tension on the catheter to keep the capsule cup seated against the endoscope's distal tip." Us endoscopy has offered in-service training on the use of the device; however, the user facility has declined. No additional issues have been reported.